Manufacturer narrative:
Sethe referenced pump exchange was reported under medwatch MFR report #2916596-2015-00209. (B)(4). Approximate age of device ¿ 6 months. The pump remained in use at the time of the event. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was experiencing elevated lactate dehydrogenase levels, and was given peripheral tissue plasminogen activator (tpa) on an unspecified date. On (B)(6) 2015, the patient was reportedly experiencing headaches. A head CT scan showed a hemorrhagic stroke next to the brain stem. The patient's inr was 1.8 with an inr range of 2.5, and lovenox was started. The pump was reportedly operating fine with no issues at the time of the event.

Manufacturer narrative:
The pump remained in use supporting the patient for this event. On (B)(6) 2015, the patient¿s pump was explanted and exchanged to another manufacturer¿s device. (Reference MFR. Report # 2916596-2015-01651 for the exchange and evaluation of the returned pump.) A direct correlation between the device and the reported hemorrhagic stroke and hemolysis could not be determined through this evaluation; however, the instructions for use lists stroke, bleeding, and hemolysis as potential adverse events associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed the device met applicable specifications. No further information is available. The manufacturer is closing its file on this event.